Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device fired clips that formed incorrectly in that they were crossed. Another device of the same product code but from a different sales unit was pulled and used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m92t9m. The analysis results found that the el5ml device was returned inside its sterile package and in good visual condition. In an attempt to replicate the reported incident, the package was opened and instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 15 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.